Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device red status indicator and device service required prompt.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 500p from heartsine technologies, belfast on 22nd november 2016. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2016 and that it had performed to specification up to (B)(6) july 2017. On (B)(6) 2017, the device records the weekly auto self-test with corrupt data. Information from the technical log indicates this had been caused by the device not powering up in 500p CPR advisor mode. The user would have been alerted by the [?]warning, device service required' prompt. The device continues to record self-tests with corrupt data up to and including the last log entry, prior to receipt at heartsine, on (B)(6) 2017. Upon receipt at heartsine the returned pad-pak was inserted into the device and was power cycled and the status led flashed green. However, the instructional leds operated out of sequence and the device powered off with a "device service required' prompt given and a flashing red status led and audible failure beep. This would confirm the reported fault. The device was disassembled to investigate. After further investigation the reported fault was determined to be caused by a misaligned membrane tail. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.